Manufacturer narrative:
(B)(4). Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. During test in a reference ventilator, performed pre-use check failed in pressure transducer test due to an offset drift. The expiratory pressure sensors' offset value had drifted and exceeded the allowed limit (±300mv from default). This offset drift affected the measured peep (positive end expiratory pressure) during ventilation and an alarm for low peep was generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensors' chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed. Received device log from the reported ventilator shows that the pressure transducer test had been failing since (B)(6) 2015 and the date of event is updated accordingly.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:45 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service engineer (fse) inspected the ventilator on-site and replaced the pressure transducer printed circuit board (pcb). The ventilator was successfully tested and returned to service. The replaced part has been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator expiratory pressure transducer failed during the ventilation. There was no patient harm. (B)(4).